Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as fold flaw opening. Additional observation. ¿ no penetrating nick (stress mark). ¿ crease fold observed on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.